Event description:
Provider alleges unit came to an abrupt halt allegedly throwing the consumer from the unit.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
Unit evaluated in the field. Per the tech, evaluated unit and unit is working properly.

Event description:
Provider alleges unit came to an abrupt halt allegedly throwing the consumer from the unit.